Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a gradual rise in shock impedances over the past 6 months, and were now high out of range greater than 125 ohms. It was noted that there was no noise present on the shock channel. Discussed bringing the patient into the clinic to do some additional testing. Additional information was received that a non-invasive programmed stimulation (nips) test was performed, where the delivered shock impedance was 68 ohms. The value was currently at 114 ohms, where it was 135 ohms prior to testing. The ICD was since upgraded to a crt-d, and an left ventricular (lv) lead was added to the system. The rv lead remained in-service. No additional adverse patient effects were reported.